Event description:
A site representative, physician, reported having difficulties with the stealthstation s7 system for imageless total hip replacement (ithr) and imageless total knee replacement (itkr) surgeries. The system showed an error message stating: the localizer is not connected. Itkr will not be able to run without a properly connected localizer. Shutting down the system did not resolve the issue. When this occurs surgeons choose to abort navigation. This concern was reported as a general issue and not addressing a specific procedure, therefore, no patient present.

Manufacturer narrative:
No patient information provided as no specific patient was involved in this concern. Software investigation completed. This issue will be monitored in a medtronic software anomaly tracking database. A medtronic representative, following-up at the site, reported the scu was replaced in the stealthstation s7 system, after which, the system check-outed fine, worked properly. Suspect positioning sensor unit (psu)/camera not returned to manufacturer for analysis.